Manufacturer narrative:
The biomedical engineer reported that the user interface (ui) printed circuit board assembly (pcba) was replaced, and the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
It was reported that the biomedical engineer (bme) stated that the battery was replaced as part of standard preventive maintenance (pm), but the device has not been placed back in service yet since pm has not been completed. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered on by itself when the battery was charged. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device powered on by itself when the battery was charged. The customer also informed the rse that the user interface (ui) printed circuit board assembly (pcba), front panel overlay, and power management (pm) pcba have been replaced, but the issue remained. The rse troubleshot the device with the customer and advised the customer to either swap the battery with another device or disconnect the battery and have the device on alternating current (ac) power. Investigation is ongoing.